Event description:
Additional information: it was reported that there had been a recent increase in the patient's usual pain. Regarding the date that mass was diagnosed was noted as "not confirmed, questionable from MRI." It was noted "new or different sensory complaints or paresthesias" and "bowel or bladder incontinence." A culture was not done. The catheter was revised on (B)(6) 2011.

Manufacturer narrative:
Catheter: model 8709sc, serial # (B)(4), implanted on: (B)(6) 200, explanted on: unk.

Event description:
A confirmed motor stall and motor stall recovery was seen in the event logs and it was reported that the motor stalled on (B)(6) 2011 and recovered on (B)(6) 2011. Per the reporter, patient may have had an MRI on (B)(6) 2011. Healthcare provider suspected an inflammatory mass, as they suspected some crystallization at the catheter tip per the MRI performed. A revision was being considered. Drugs delivered via the device were fentanyl 80mcg/ml and dilaudid 10mg/ml.